Manufacturer narrative:
The anchorfast device was not saved. No photos of the breakage available. The device history records (DHR) for the lot number provided was reviewed, and it was found to be complete and accurate. A trend analysis was conducted and no adverse trends observed. The root cause of this reported breakage cannot be conclusively determined. Hollister will continue to monitor this reported issue.

Event description:
It was reported that an ICU patient in his 40s who had a hollister anchorfast oral endotracheal tube fastener in place for two days, had the shuttle clamp break and separate from the anchorfast track. It was reported that the the patient had been sedated and physically restrained unable to reach the anchorfast device with his hands during device usage. It was further reported that the clinician became aware of this breakage when she heard a ventilator alarm sounding. It was reported that this event led to et tube migration and the decision to not reintubate. It was further reported that the patient stayed in the hospital post-extubation due to his primary disease.